Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an in-service, an attempt was made to put the helical blade/screw coupling screw into the helical blade inserter. The screw coupling screw would not fully thread into helical blade inserter but it worked when tried to another helical blade inserter. It was unknown if there was a patient involvement. Concomitant device reported: helical blade/screw coupling screw (part# 03.037.026, lot# unknown, quantity #unknown). This report is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement. Concomitant device: helical blade/screw coupling screw (part: 03.037.026, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.037.024 , synthes lot number: t154281 , release to warehouse date: 10-jan-2018 , manufacture site: tuttlingen , part expiration date: n/a , list of nonconformance¿s: n/a . A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Customer quality conducted an investigation of the returned device. Us customer quality (cq) investigation flow: device interaction/functional. Visual inspection: visual inspection at cq of the returned helical blade inserter revealed no damage to any feature of the inserter. The shaft¿s internal features were not easily visible, however, there was no obvious damage to any feature. Normal cosmetic wear marks were noted; these are consistent with use and do not impact performance of the device. Functional test: functional testing of the device was not possible as the coupling screw was not returned. The inserter¿s handle was returned assembled with the inserter shaft. The handle is designed to be assembled with the shaft from either of its two ends. The handle was able to assemble properly with the shaft from either end and did not extend beyond the proximal end of the shaft. Dimensional inspection: the length from the proximal end of the shaft to the base of the first internal cannulation diameter change measured 24.5mm, which is within specification of 24.5mm +/-0.2 per drawing. Measured using ca802. The minor thread diameter of the shaft¿s m9 internal threads measured 8.03mm with gauge pin gp32, which was out of specification of 7.647-7.912mm per drawing and reference document machinery¿s handbook, 27th edition, 2004, industrial press inc. As the above thread nonconformance has the potential to contribute toward the complaint condition, the received condition was considered to agree with the complaint condition. Although damage to the thread was not detected during visual inspection, the dimensional nonconformance indicated there was damage to this feature. Document/specification review: the following relevant drawings were reviewed: helical blade inserter tfna. Shaft for blade inserter tfna . During the investigation no product design issues were observed that may have contributed to the complaint condition. DHR review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Conclusion: the complaint condition was considered confirmed during investigation, as a dimensional nonconformance was identified that could contribute to the complaint condition. This dimension is inspected during manufacturing; no issues were observed during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.